Event description:
A second report was raised for a packet that was found with a hole in it. All other double wrapped tubes were inspected however only one was found to have a hole in the outer packing in this batch that was reported from the hospital.

Manufacturer narrative:
This event as described is deemed a reportable malfunction. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the (B)(4) and determined to have the following severity rating for the reported event. Severity rating: (B)(4). Additional information received indicates that actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. No previous investigation exists for this issue for this product. There was no report of patient affected in this case. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.